Event description:
The device was used for an ovarian procedure. Reportedly, the clips did not hold the tissue and one clip scissored. No patient injury was reported.

Manufacturer narrative:
6/2/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.